Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the customer had an alternate pump for insulin therapy. Reportedly, the customer had an alternate pump for insulin therapy.